Event description:
The customer reported that they received two pressure test alarms prior to the start of a procedure. Per the customer, the operator expressed air from the sample pouch after each instance, per their procedure. Air was observed in the sample pouch again by the operator. The disposable set was unloaded and not used. The procedure was completed with a new disposable set. No patient (donor) was connected at the time of the event. No patient (donor) information is reasonably known.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. The rdf analysis did not indicate a conclusive cause for the reported air in the sample bag. Possible root causes were provided in the initial report for this event. Correction: a voluntary medical device product recall notice was distributed to customers,detailing the possible failure modes and necessary actions to be performed by the customer if air is in the bag, and also, the risks to the donor. The operator¿s manual also includes a caution to confirm that no air is present in the sample bag before connecting the donor. Corrective action: an internal CAPA has been initiated to address air in the sample bag.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
(B)(4). Pressure testing investigation: the disposable set without the sample bag was returned for investigation. It was noted that no pinch clamps were returned with the disposable set. The set was visually inspected for missing parts, misassembly, kinks, occlusions and other defects which may have contributed to the alarm, none were observed. The 3-1 manifold was removed and leak tested, no leaks were observed. The 3-1 manifold was examined under magnification for micro cracks, none were found. All tubing inserted into the 3-1 manifold had 0% bond gaps. The run data file was analyzed for this event. The trima accel system operated as intended by displaying the ¿pressure test error¿ alerts when the system could not maintain pressure during the disposables test. At this time, the system prompted the operator to ¿verify: the white clamps on the donor line are closed and there is no air in the sample bag. The pump headers are loaded correctly. The cassette is loaded correctly and there are no obstructions.¿. The signals in the run data file do not indicate a conclusive cause for the air in the sample bag reported for this procedure. Based on the available information, it is possible that the clamp on the sample line was partially open possibly allowing air to enter the sample bag. It is also possible that the inlet, ac or return pump header was not loaded correctly. Investigation is in process. A follow-up report will be provided.